Manufacturer narrative:
This incident occurred in the united states (us). The us customer obtained an atellica im high-sensitivity troponin I (tnih) elevated (above the reference range) result which was lower (within reference range) when the same sample was retested with an alternate method. The lower result was considered correct. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens reviewed the initial information and recommended troubleshooting of the atellica im analyzer. Siemens is investigating.

Event description:
The customer obtained an atellica im high-sensitivity troponin I (tnih) elevated (above the reference range) result which did not correspond with the clinical picture of the patient. The result was reported to the physician and questioned. The same sample was retested using an alternate test method and the result was lower (within reference range) and considered correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens completed the investigation for an outside the united states (ous) report of an elevated atellica im high-sensitivity troponin I (tnih) lot 107 result (above the reference range) which was discordant relative to a lower (within reference range) result when the same sample was retested with an alternate method. Siemens reviewed the customer information and provided troubleshooting guidance for the secondary vacuum system based on the instrument autocheck data. The customer has declined to provide any additional information. Therefore, siemens was unable to further investigate this issue, and the cause of the discordant result could not be determined. The limitations section of the instructions for use (IFU) states: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The clinical performance section of the IFU states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." There is no universal standard for troponin I. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed initial MDR 1219913-2024-00469 on 12-nov-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.